Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that s station did not boot up due to a windows update that was stuck. A field service engineer (fse) reimaged the station and resynchronized the database to resolve the issue. Further the fse installed remote support service (rss) and confirmed that station synchronized up successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not launching the med app and powered off to start the process. When it was powered on, wsus updates started. The device had not rebooted in a while, and the updates had been running for hours with the device restarting several times. The device was currently stuck on a restarting blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.